Event description:
It was reported that the right ventricular (rv) lead showed high threshold and low sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, pacemaker, (B)(6) 2012; 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).